Event description:
The customer contacted stryker to report that their device screen was not turning on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. The customer was sent a replacement device. The cause of the reported issue could not be determined.